Event description:
It was reported that the rover had a frayed power cord. When the field service technician evaluated the unit he reported that the plug was loose and had exposed inner wiring. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The manufacturer service technician repaired the power cord and returned the unit to service.